Event description:
It was reported that during a lobectomy, after the device was fired, the cartridge came off the device and nicked the pulmonary artery. Pt lost 800cc of blood, not sure if a transfusion was required. The case was converted to a pneumonectomy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.